Event description:
During a neurostimulation trial, the external neurostimulator (ens) indicated the lead was disconnected. It was verified that the lead was correctly in place. The lead was changed from 0-7 electrodes to 8-15 electrodes and a new ens was used. The ens would sporadically turn off and on. The pt noted that during the trial stimulation would "just turn off." The lead was explanted and the pt was not injured. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Testing of the lead (model 3874, (B)(4)) revealed broken conductor wires. The #0 conductor wire was broken at the proximal side of the #0 electrode. Circuit #0 was open. Circuits #1 thru #7 had acceptable continuity with no shorts. A non-standard impedance test was performed. The returned (B)(4) screening cable was connected to an external neurostimulator and the lead. The electrodes of the lead were placed in 0.9% saline solution. Impedances measured >10000 on the #0 electrode. Testing of the screening cable (model 3550-31, (B)(4)) revealed the distal end connector contact was broken. The door closure contact was broken on the screening cable. Testing of the anchor (model anchor/tlock, serial number unk) revealed no anomalies.